Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The customer is concerned with tests results from results obtained of e-0 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptom of "feeling low." Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 12/27/2017 and open vial date is less than four months ago. The meter memory was not reviewed for previous test result history. Symptoms: customer states that she feels her sugar is low. I asked her what symptoms she was having and customer stated "I don't know. I just know when its low and I think it's low." We advised customer to seek medical attention but she declined and stated that she wants to troubleshoot the meter. Customer states that she does not have strips to troubleshoot with. Customer states that they are somewhere in her house and she will look for them. Customer will call us back when she find the strips to troubleshoot the meter.